Manufacturer narrative:
Correction - the unique identifier numbers was updated in section d4 based on the returned product.

Event description:
It was reported the patient received the following results within 15 minutes: 302 mg/dl 195 mg/dl, and 138 mg/dl.